Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.25 x 20 synergy stent was selected for treatment. However, stent failed to cross the lesion and it was noted that the stent was fractured. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.